Manufacturer narrative:
Additional information: b5- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise, glares/haloes, and discomfort. The lens was rotated and repositioned and the problem was resolved. The lens remains implanted. Reportedly, "just to inform you regarding the slight myopia which persisted at the post op of the (B)(6) 2024 there was another post op exam on the (B)(6) 2024 and the patient is doing very well. Her slight myopia has disappeared." There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Claim# (B)(4).

Manufacturer narrative:
H11- manufacturer narrative: each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise, glares/haloes, and discomfort. The lens remains implanted. Reportedly "to date, secondary surgeries are not planned." There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information: b5- a facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise, glares/haloes, and discomfort. The lens was rotated and repositioned. Reportedly, "the surgeon has seen her patient at day1 and the patient seems to be well". The lens remains implanted. There are multiple medical device reports associated with this patient. This report is 2 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. H6-health effect - impact code (f): 4628 should be added. H11- manufacturer narrative: "secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation" should be added. Claim# (B)(4).